Manufacturer narrative:
(B)(4). Batch # r58e1j. Investigation summary: the analysis results showed that one ecr45w reload was received fully fired, with the pan partially detached from the right side. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic colorectal surgery, after installed the reload, could not fire. Another reload was used to complete the surgery. There were no adverse consequences to the patient.